Event description:
It was reported that the patient experienced a prolonged low blood glucose while using a libre 3+ cgm with the ilet system after announcing a usual meal size instead of a smaller meal, which led to an insulin dose that contributed to hypoglycemia; the patient treated the event with oral glucose totaling approximately 5 grams, and glucose was in range by the end of the call. Symptoms included hypoglycemia with a lowest reported glucose of 67 mg/dl. Outcomes included the need for medication in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an incorrect procedure or method, with the user interface as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.